Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had replace battery message and the insulin pump still says to replace it even when inserted a new one. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.